Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that insulin pump had critical pump error alarm as well as pump error alarm. The blood glucose level was unknown at the time of incident. Customer reported they received the open book image on the pump screen. The insulin pump will be returned for analysis.